Event description:
Asr revision still to take place - no revision date confirmed. Asr resurfacing system - left. Reason(s) for revision: pain. Update from email (B)(6) 2012: revision date.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision still to take place - no revision date confirmed. Asr resurfacing system - left. Reason(s) for revision: pain. Update from (B)(4)'s email 23rd may 2012: revision date. Update ad 29 apr 2020: dint (B)(4) has been re-opened under (B)(4) due to receipt of claim suite alerts. There were no new allegation reported. Added manufacturing date and UDI to both ips. Updated health impact code. Doi: (B)(6) 2006; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.